Event description:
It was reported that during a tka, the rivet screw of one (1) patella resection guide was found to be missing when the instrument was returned to tray after use; as the handle had become loose. As consequence of this problem, patient required x-ray to rule out metal being lost in their knee. Surgery was performed after a delay greater than 30 min, doing a change in surgical technique. No patient complications were reported.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. No complaint history review was performed for this part as this is a mass-produced instrument adapted to meet the specific requirements of the user. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b5 (narrative), h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, the rivet screws of two (2) patella resection guide were found to be missing when the instruments were returned to tray after use; as the handle had become loose. As consequence of this problem, patient required x-ray to rule out metal being lost in their knee. Surgery was performed after a delay greater than 30 min, doing a change in surgical technique. No patient complications were reported.